Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose. She stated that at 9pm her blood glucose reading was 112 mg/dl but she forgot to have her bedtime snack and it dropped to 40 mg/dl. She stated she passed out and had been experienced low blood glucose for about an hour and 20 minutes. Current reading was 42 mg/dl which she was treating with food. The customer declined troubleshooting for low blood glucose. She also reported having issues with completing the prime. The customer was assisted with completing the rewind and prime process. At the end of the call she stated her sensor was reading 62 mg/dl and her blood glucose was at 143 mg/dl. The insulin pump was not replaced or returned for analysis.